Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and upon evaluation of the system, the issue was not duplicated, but the error was observed in the error log. As a proactive measure, fss replaced the instrument manger, modified ethernet cable assembly, network adapter printed circuit board assembly (pcba) and programmed hard drive. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred with the (B)(6) system after hitting next case button. Customer shutdown and rebooted the unit. There was no patient involvement reported and no patient treatments delayed or cancelled. It was stated that the customer has a backup machine.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In addition to the electrical problem, power source problem was identified as an additional failure mode. In the initial report, the device manufacture date provided (05/01/2009) was incorrect. The correct date of manufacture is 02/04/2009 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.